Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that approximately 5 month post successful stent-assisted coil embolization of an aneurysm located on the left middle cerebral artery (mca) bifurcation with the subject stent, the patient experienced an ischemic stroke with acute infarct in left corona radiate that lasted 3 days. Medication, hospitalization/prolonged hospitalization was undertaken. The stroke was resolved without residual effects. Complete occlusion of mca distal to aneurysm was observed during core lab reading. According to clinical events committee (cec) adjudication, the acute infarct/stroke was unrelated to the procedure and related to the stent. The patient was assessed neurologically after procedure and at 2 month post-procedure with mrs of 3.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, adverse events associated with the use of stent or with the endovascular procedures include, but are not limited to: stroke and vessel thrombosis, noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported patient stroke and vessel thrombosis.

Event description:
It was reported that approximately 5 month post successful stent-assisted coil embolization of an aneurysm located on the left middle cerebral artery (mca) bifurcation with the subject stent, the patient experienced an ischemic stroke with acute infarct in left corona radiate that lasted 3 days. Medication, hospitalization/prolonged hospitalization was undertaken. The stroke was resolved without residual effects. Complete occlusion of mca distal to aneurysm was observed during core lab reading. According to clinical events committee (cec) adjudication, the acute infarct/stroke was unrelated to the procedure and related to the stent. The patient was assessed neurologically after procedure and at 2 month post-procedure with mrs of 3.